Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid in the lead lumen and the conductor coils were deformed 140 and 205 millimeters (mm) from the terminal pin. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged. The lead was therefore explanted.to date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The lead was later returned for analysis.